Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would cause a needle mechanism failure. No timeouts or drive stalls were observed. The pod ran more than 200 pulses and completed an immediate bolus excluding the priming sequence. The top housing was observed to be cracked. The observed housing cracks did not contribute to the reported event. The exact timing and cause of the observed housing cracks could not be determined.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The blood glucose levels reached 500 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, operating system: bp1a.250505.005, hardware: pixel 6, cgm sensor type: g6.